Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual 3.3 inspection of the endoscope. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there were foreign objects blocking the biopsy channel. As a result of this clog, no brush or forceps could pass through this channel. This finding was due to insufficient cleaning or handling of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope had internal defects of the biopsy channel and is blocked. The reported issue occurred during preparation of use for a laparoscope procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.